Event description:
Pt has generator change, pt has st. Jude riata 1581, at last device interrogation presented with noise on the rv/defib channel possible lead wire insulation breach and lead extrusion proximal to rv coil. Lead extraction due to lead breakdown/failure.